Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device had no power and just beeping. The customer reported that there was a delay in dispensing medication during malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the device had failed. A field service engineer (fse) was able to isolate and resolve auxiliary for height drawer 1 and confirm via multimeter that both rear drawer, controller board, and console board were faulty. So, fse replaced both rear drawer, controller board, and console board. After proper reboot, and properly configuration in space configuration mode issue was resolved. The system functioned as intended after the field service engineer repaired the device.